Event description:
Patient states that the home health nurse is having issues with the new pump and is requesting another new pump (no further details given). Unknown if patient missed a dose; no adverse events reported; pump is available for return; unknown lot/expiration. No further information/ details/dates known. Reported to (B)(6) by: patient/caregiver.